Event description:
During preparation for a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a versacross rf wire was selected for use in the left atrium. Upon opening the sterile package, it was observed a smudge-like substance on the wire. The device replaced, and the procedure was completed successfully using the versacross rf wire device. No patient complications occurred.